Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the issue was not established as no product or logs were returned for analysis.

Manufacturer narrative:
Additional information was provided b5 clinical narrative updated. D4 serial number and UDI were revised. H6 code a140508 was inadvertently omitted on the initial report and therefore added.

Event description:
Clinical narrative (updated): an impella cp device was inserted via the right femoral artery in an 86-year-old male patient for high-risk percutaneous coronary intervention (hrpci), with a history of known coronary artery disease. The patient¿s clinical state prior to initiation of support was identified as scai shock stage¿b. The registered nurse noted a continuous suction alarm at p2. Impella flow reading was 0.0 regardless of any performance level. Motor current was 203/184 and flat. A 250 ml lactated ringer¿s bolus was given. The patient remained stable, and partial thromboplastin time (ptt) was therapeutic. A stat echocardiogram was advised. It was noted that the pump stop was likely due to suction alarm. The device was removed and the patient survived to explant. The device will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the device removal; however, the removal was performed with no consequence to the patient and the patient remained stable. The device is not available to be returned.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in an 86-year-old male patient for high-risk percutaneous coronary intervention (hrpci), with a history of known coronary artery disease. The patient¿s clinical state prior to initiation of support was identified as scai shock stage b. The registered nurse noted a continuous suction alarm at p2. Impella flow reading was 0.0 regardless of any performance level. Motor current was 203/184 and flat. A 250 ml lactated ringer¿s bolus was given. The patient remained stable, and partial thromboplastin time (ptt) was therapeutic. A stat echocardiogram was advised. The device was removed and the patient survived to explant. The device will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the device removal; however, the removal was performed with no consequence to the patient and the patient remained stable.